Event description:
It was reported that after insertion of the catheter, the guide wire "moved from its place". After the introduction of the catheter, the guide wire was "de-crimped" (kinked) during partial withdrawal. It was further indicated that the guidewire was "jammed" in the catheter, and the physician was unable to remove it. The catheter and guidewire were removed and a new catheter was replaced. A new insertion site was needed.

Manufacturer narrative:
Examination of the returned product revealed that the j tip end of the guidewire was caught inside the needle. The coil wire was removed from the needle and the outer coil wire was noted to be uncoiled starting proximal of the weld tip, and continuing for several centimeters. The inner wire had extended out of the outer coil wire. The outer coil wire appeared to have become caught on the needle bevel proximal of the j tip end. There was no missing wire. Although the exact cause for the reported complaint cannot be confirmed, there is no evidence of a manufacturing defect. As per the directions for use for guidewire insertion, insert the desired tip (straight or "j") of a guidewire into the placed catheter or, if used, the thin-wall needle. Gentle manipulation may be needed to insert the guidewire. The guidewire should never be forced. If difficulty is met during insertion of the guidewire, completely withdraw the guidewire and re-attempt insertion. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The lot number was provided; a device history record review was completed and the device met specifications upon distribution.